Event description:
The customer reported via phone call that he was in the hospital for congestive heart failure and was put on medication due to this. The customer stated that the insulin pump and transmitter were exposed to ultrasound and x ray. The customer experienced calibration errors and sensor reading discrepancies. The insulin p ump passed the self test. Blood glucose value was over 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to out of phase motor encoder signal. It was unable to perform the displacement test and confirm calibration errors due to motor error alarms. Device had cracked reservoir tube lip noted during visual inspection.